Event description:
It was reported that the alarm did not sound. It was further reported that a patient fell and sustained a compound fracture. There was no defect found by the technician and further information could not be obtained from the customer.